Event description:
It was reported that the user experienced elevated blood glucose associated with use of the ilet system while on a 23-inch, 6 mm contact detach infusion set, after which a full supply change was completed and follow-up support was provided. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and assistance from a family member. Investigation included troubleshooting and education with the user and outreach to clinical support resources. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event involved high glucose with cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.